Event description:
It was reported the physician was placing the catheter (femoral placement), and when the physician fed the guidewire through the int roducer needle the guidewire kinked. It was reported the device was removed and a second guidewire was used that also kinked (captured in MDR # 3006425876-2022-00607). The customer reported there appeared to have been resistance with the patient's anatomy. There was no patient injury or delay in therapy. No medical intervention was required.

Manufacturer narrative:
(B)(4). It was reported the patient died. The patient's death was unrelated to the device issue. It was reported the patient was very ill and "died from whatever disease he already had and not due to the cvc procedure". The customer would not provide further information regarding the patient's death.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the physician was placing the catheter (femoral placement), and when the physician fed the guidewire through the int roducer needle the guidewire kinked. It was reported the device was removed and a second guidewire was used that also kinked (captured in MDR # 3006425876-2022-00607). The customer reported there appeared to have been resistance with the patient's anatomy. There was no patient injury or delay in therapy. No medical intervention was required.